Manufacturer narrative:
(B)(4). No products were returned; visual and dimensional evaluations could not be performed.  Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radio graphs were provided and reviewed by a health care professional. Review of the available images identified anatomic alignment of the left knee arthroplasty components. Plate and screw fixation of the distal femur at the site of a distal femoral fracture could be seen. The complaint is confirmed by the x-ray review. Surgical notes were not provided; therefore, we cannot determine if a deviation from the surgical technique could have contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was treated with a trauma plating procedure due to a peri-prosthetic fracture sustained post-operatively. Subsequently, the patient under a total knee arthroplasty revision nineteen months post-implantation, due to malunion.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat stemmed tibial component cat#: 00598004701, lot#: 63187303. Cas fixation pin 3.2d x 80mm sterile cat#: 20800000011, lot#: 62601011. Cas fixation pin 3.2d x 150mm sterile cat#: 20800000010, lot#: 63272911. Headed screw 48 mm length single use only cat#: 00579104100, lot#: 63168749. Headed screw 48 mm length single use only cat#: 00579104100, lot#: 63280606. Headless screw 48 mm length single use only cat#: 00579104200, lot#: 63274557. Navitracker kt a knee & spine cat#: 20800000007, lot#: 48808. All poly patella standard 8.5 mm thickness cat#: 00597206532, lot#: 63214067. Articular surface use with plate 5,6 cat#: 00595204010, lot#: 63133800. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827 - 2017 - 00288, 0002648920 - 2017 - 00748.

Event description:
It was reported that the patient was revised nineteen months after knee arthroplasty due to malunion.